Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 9/12/16. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings:.call service 064-0008 alarm observed in the black box and alarm history. Unable to test pump for due to condition on of previously reported moisture and corrosion; unable to investigate complaint.